Event description:
The customer called technical support (ts) reporting that the device has a dim display. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The 1st gen user interface (ui) backlight on 2nd gen vent had gone dim. The rse provided parts ID for the ui assembly, with nav-ring, v60 (white) and liquid crystal display (lcd) assembly (2nd generation/nec) and discussed differences between 1st and 2nd gen ui assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined.